Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 600 mg/dl, as well as being admitted into the intensive care unit (ICU) for a diabetic coma; cause was the pump shutdown due to normal battery depletion. Reportedly, the customer alleged that the battery was depleting too quickly, however upon review of customer data logs, tandem technical support determined battery depletion was normal. Customer went to the hospital to attempt to bring bg level down. The customer was subsequently admitted to the hospital and was treated, customer unable to provide additional information on treatment received. Reportedly, the customer was released from the hospital three days later with no permanent damage.